Event description:
Phlebotomist stuck right hand with butterfly needle when needle did not retract when button was pressed. She removed needle from patient. Pressed it again and it did not retract. She then accidently stuck right palm which was holding gauge on puncture site.